Manufacturer narrative:
Integra has completed their internal investigation on march 1st, 2016. The investigation included: methods: evaluation of actual device, review of device history records, review of complaints history. Results: evaluation of returned device; the tube is broken on its thread, next to the laser welding. When assembled with an insert, the broken part cannot fall so there is no risk of fragment in the patient. A thorough observation of the fracture area does no show visual evidence of a manufacturing or material defect. DHR review; no nonconformity for this lot. Complaints history; no complaint for this lot. Conclusion: the cause of this breakage is probably an insufficient laser welding resistance. Manufacturing instructions have been updated to require metal addition during laser welding process.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that the device broke during surgery, the device was in contact with the patient, no patient injured. The event led to increase the surgery time but unknown for how long. Additional information received on january 11, 2016: during a bariatric surgery (visceral bypass), the tube of the 3rd hand broke, the device has been repaired 2 times and surgeon reported that laparoscopic forceps are very fragile for bariatric surgery. No replacement was available for the 3rd hand, the nurse took other forceps available. The event led to 30 minute surgery delay, unknown if additional anesthesia was required. No broken parts fell into the wound, and no x-ray for check-up was necessary as the device broke outside the surgical wound. The patient was at risk of injury when the device broke because the 3rd hand of the device maintains the liver retracted.